Manufacturer narrative:
(B)(4). A review of the manufacturing records was performed. The manufacturing process record was evaluated and the intraocular lenses were manufactured within specifications. There were no associated deviation or non-conformity reports found in the manufacturing record review. The units were released according to specification in compliance with the product intended use as required. The sterilization records for this lot were reviewed and no deviations were found that could affect the sterility of the device. The product was processed according to requirements and met specifications. Based on the manufacturing record review, no deviation or assignable cause was identified for the customer's reported complaint. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgery center had 9 possible toxic anterior segment syndrome (tass) cases. Per customer, fibrin was present in all patients¿ eyes which is a response to inflammation. The account reported that these patients were treated with an increase of steroid drops which helped to resolve the inflammation. It was reported that the patients have recovered.this MDR report pertains to the patient #5 (left eye). A separate MDR report has been generated for each of the patients.

Manufacturer narrative:
If explanted, give date(s): na (not applicable) to date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.